Manufacturer narrative:
E1 - initial reporter address: (B)(6). The device was returned for evaluation. The device was returned with the stent in the correct position on the delivery system. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile inspection identified kinking to the sheath of the device at more than one location. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed located in the non-tortuous left iliac vein. A 75cm wallstent uni catheter was used for treatment. However, upon unpacking, it was noted that there was a crease at the tip of the stent. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter address: (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed located in the non-tortuous left iliac vein. A 75cm wallstent uni catheter was used for treatment. However, upon unpacking, it was noted that there was a crease at the tip of the stent. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.